Event description:
In 2002, the patient was seen at the implant center for device evaluation. The patient reported that they experienced a headache and nosebleed week prior. In 2002, the pt's sound processor reportedly stopped working. The center exchanged the external equipment; however, the problem was not resolved. In 2002, the patient was seen at the implant center for device testing. Testing conducted confirmed that the device was no longer functioning.